Manufacturer narrative:
Pump received with failed batt test alarms due to hardware anomaly. Unable to preform self-test, sleep current measurement, active current measurement due to failed batt test alarms. Unit successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No failed batt test alarms noted during testing. However, confirmed in the history files pump alarmed failed batt test fourteen times between (B)(6) 2024 22:05:00.000 to (B)(6) 2025 15:09:55.000 due to hardware anomaly. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assemblies and motor assemblies. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case at the battery tube, stained keypad overlay, cracked belt clip rails, corroded battery tube, corroded motor home switch. Pump alarmed failed batt test during test due to hardware anomaly and cosmetic damage at battery compartment were confirmed during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced insulin pump cracked at battery compartment and insulin pump battery was failed every time and customer was inserted a new battery. The customer was also reported that damaged to the belt clip. The customer reported no adverse event. The event involved product(s) mmt-1880l, acc-1601. Troubleshooting was performed and advised the pump should be replaced. The customer will discontinue to use the pump and mmt-1880l was requested and customer response was the device will be returned. No product return is required for acc-1601.